Manufacturer narrative:
The t:slim pump user guide states: "it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl. The customer consumed juice and snacks to address bg. During follow up the customer reported the time setting was incorrect as the customer set the time setting incorrectly. Tandem technical support assisted the customer with correcting the pump time setting.